Manufacturer narrative:
The lot number information needed to review device history records was unavailable.lot number unknown;expiration date unknown due to lack of lot number;year implanted was 2008. Exact date unknown;device manufacture date unknown.(B) (4)

Event description:
It was reported that the patient underwent an elbow procedure in 2008. Subsequently, the patient was revised on (B) (6) 2010, due to the locking screw backing out and the radial head backing off the rail. The radial head and locking screw were removed, while the explorer stem remained implanted.